Event description:
It was reported that the patient underwent a surgical procedure to replace their inflatable penile prosthesis (ipp) that was no longer functional. During the procedure, a break was observed in the tubing that goes from the pump to the right cylinder that resulted in fluid loss. The ipp system was replaced and no patient complications were reported.